Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked approximately 23.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. The embolization coil windings were offset. Conclusions: evaluation of the returned device revealed that the embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated inside the hub prior to advancement, damage such as this may occur. The offset coil windings likely contributed to the reported complaint of the smart coil being unable to be advanced through the non-penumbra microcatheter. Further evaluation of the smart coil revealed that the pusher assembly was kinked. This damage likely occurred due to the forceful advancement against resistance after the smart coil was unable to advance through the microcatheter. Evaluation of the non-penumbra microcatheter revealed that it was ovalized. The root cause of this damage could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left ophthalmic artery using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached initial smart coils into the target vessel using a non-penumbra microcatheter. While advancing a new smart coil out of its introducer sheath and into the microcatheter, the physician did not encounter resistance. It was reported that the tip of the introducer sheath was married to the hub of the microcatheter. However, the smart coil was unable to advance through the microcatheter. The physician tried to push hard but the smart coil would not advance through the microcatheter and was removed. The procedure was completed using additional smart coils and the same microcatheter. There were no report of an adverse effect to the patient.